Event description:
A customer reported that their freestyle meter displayed an error 3 message. The meter was returned and through the course of investigation was discovered to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. No mfg parameters found out of spec and original renata battery voltage was measured at 3.040v. Did observe battery icon and booklet icon while strip was inserted icon to appear on the display and give e-4 errors. However, uom was selectable and was received at mg/dl. No errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.